Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2007. During 2007, the pt began experiencing mild stress incontinence. The pt will undergo urodynamic studies and may require surgery. The outcome is unknown at this time and the event is on going.

Manufacturer narrative:
Date sent to the FDA: 09/19/2008. Stress incontinence occurred - conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.